Event description:
Device 1 of 2, reference MFR report # 1627487-2012-00651. It was reported the pt (B)(6) lost stimulation. A diagnostic test found impedance issues for several lead contacts. Efforts to recapture effective stimulation utilizing the functional contacts was unsuccessful. A decision regarding the next course of action has not been reached.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.